Event description:
Customer reported a motor error alarm. Customer's blood glucose was 310 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated she was able to rewind the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case on the display window corners, minor scratches on the lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and scratches around the casing.